Event description:
Per fax, no alarm. Per independent repair center statement unit is alarm will not function. The key failure was the power switch will not alarm. Additional malfunctions are hose clamp leaked, zip ties leaked and the p.m. Kit was dirty.